Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the ventilator. All testing¿s was performed using a known good test patient circuit, as well as a known good ac adapter. The ventilator passed 122 hour extended tests at the customer's settings. The ventilator failed the ltv final test for non-conformities with the flow performance test. These slight non-conformities would not result in a failure to ventilate properly. Carefusion replaced the flow valve as a precaution.

Event description:
It was reported to carefusion that a patient expired while on the ventilator. There was no report of the ventilator contributing to the patients death. The customer is sending the ventilator in for evaluation and for the routine 30k preventative maintenance to be performed. Carefusion has reached out to the customer for additional information on the event and has not received a response from the customer.